Manufacturer narrative:
Evaluation method - device history review. Result: evaluation of the manufacturing, packaging and sterilization of lenses produced under this work order has shown no irregularity found in the raw materials, manufacturing, sterilization and packaging which would have contributed to the root cause of this complaint. After reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence that shows what the root cause to this complaint is. Since there are no similar complaints associated to the lot of product, and with limited information being provided from the facility in regards to the patient, quality engineering concludes that the most likely root cause to this complaint may be patient related issues. This is also supported by the fact that glaucoma most often occurs in adults over age forty, and the patient is sixty-eight. (B)(4).

Event description:
The reporter stated ths surgeon inserted an aq5010v three piece silicone lens on (B)(6) 2011 and since then, the patient experienced elevated iop . The lens was extracted on (B)(6) 2011 and replaced with a competitor's lens. The surgeon indicated that the lens also caused glaucoma.

Manufacturer narrative:
(B)(4): evaluation: method - work order search. Results - a lens work order search was performed and there were no similar complaints found within the work order. Conclusion - based on the complaint history and work order search, we were unable to determine a specific root cause o the event. (B)(4)

Manufacturer narrative:
Evaluation: method - medical review. Results: glaucoma most often occurs in adults over (B)(6) with a family history of glaucoma. There is an increased risk in people who are highly myopic, have diabetes, and those taking corticosteroids. (B)(4).